Manufacturer narrative:
Hydraulic hose assembly.

Event description:
It was reported by service report that the hydraulic hoses were leaking during inspection. No pt involvement or adverse consequences are reported.